Event description:
It was reported by the service center that the ventilator turned on and off by itself during service. The ventilator was not connected to a patient when the reported problem occured.